Event description:
During a case the surgeon got too close to skin edge during the gracilis flap dissection and burned the flap being excised from the inside out. The burn was about 5mm x 5mm in size. The section of the flap that was burned was excised and the remainder of the flap utilized. No patient impact noted.

Manufacturer narrative:
Product event: (B)(4). Method, results, conclusion: facility not returning product. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.